Manufacturer narrative:
The investigation of renal failure has been completed. The impella device was not returned for evaluation. The cause of the renal failure was not determined due to insufficient clinical details. B.3 revised date of event as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26326. B.7 added information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26326. E.1 added us phone number and fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26326. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26326 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.2 added report source study as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26326. H.5 revised selection as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26326.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced rental failure during impella 5.5 support. It was noted that the patient required continuous renal replacement therapy after not responding to bumex. The patient was transitioned to hemodialysis to manage the condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿